Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had low blood glucose level. Customer¿s blood glucose level was 59 mg/dl, at the time of incidence. The drive support cap was normal. Customer reported that the insulin pump was over delivering however, displacement test was passed. The insulin pump will be returned for analysis.